Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a sterile dressing. The customer reports the pt (female) had crusts in the dressing and they had to operate to remove the crusts. The time of the surgery extended more than 30 minutes. Tissue loss/damages: yes, blood loss of more than 500cc. There was no reinforcing material used.

Manufacturer narrative:
Investigation is currently underway, upon completion the results will be forwarded.